Event description:
A malfunction alarm, identified as malfunction code 12, was reported. There was no adverse impact to the customer's blood glucose level. Although the issue was not resolved by resetting the pump, the customer had experienced this malfunction at least three times prior. Technical support arranged for a pump replacement. The customer agreed to return the problematic pump using a pre-paid label and will continue using the current pump as a backup therapy.